Event description:
It was reported that this pacemaker exhibited undersensing and impedance issues on the right ventricular (rv) lead. The rv lead was explanted and replaced one day post-implant. The pacemaker remains in service. No additional adverse patient effects were reported.